Event description:
It was reported that a malfunction occurred with a malfunction code displayed, identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged and understood this guidance.